Event description:
It was reported that 8 hours after an ablation procedure the ward staff suspected a tamponade and a thoracotomy was performed. No perforation was found, just some oozing. It was reported that the patient died in the hospital 2 days after the procedure. The bwi devices are not suspected to be a contributing factor to the incident. Multiple attempts were made regarding this event however no additional information was available at this time

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4); stockert 70 system, model #: 39d-76x, serial #: unk; cool flow pump, model #: m-5491-01, serial #: unk; c3 external reference patch, model #: d-1283-02, serial #: unk; c3 eco interface cable, model #: d-1327-05-s, serial #: unk; c3 interface cable - therapeutic, model #: d-1286-03-s, serial #: unk; coolflow tubing set, model #: d-1233-01-s, serial #: unk; smart touch bidirectional, model #: d-1327-00-s, serial #: unk; this is not a FDA approved product. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).